Event description:
There was leaking between the connection of the onguard spike port adaptor and the baxter primary tubing 2r8875. The leaking was observed by the pharmacy technician who was priming the line with 0.9% sodium chloride. No chemotherapy leaked out. We isolated the faulty spike port adaptor lot and have not observed any further leaking at this time.